Event description:
It was reported that during cardiothoracic surgery the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-58 implantable pacing lead; implant date: (B)(6) 2007-10-17. (B)(4).